Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic check. The patient complained of abdominal distention and discomfort. Upon interrogation, it was observed that the right ventricular lead's exhibited low sensing and high capture thresholds. Upon further examination, the physician discovered the lead had dislodged. A procedure was performed to adjust the right ventricular lead, but during the operation the guide wire was difficult to insert into the lead. Also, when attempting to adjust the position, the helix could not re-extend. The lead was explanted and replaced to successfully complete the procedure. The patient was stable.